Event description:
It was reported by the sales rep. That all three devices caused scissored clips on the initial firing. The customer opened a fourth device and completed the case with no pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.